Event description:
It is reported that the tap fractured during use. The tip was unable to be retrieved from the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.